Event description:
The device allegedly failed to go into the advisory mode of operation during use on a patient. There were no device alarm messages reported. No patient details were provided. The patient outcome was not reported.